Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (pain during intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods") and adenomyosis ("adenomyosis") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods (recovered prior to essure), anxiety (not recovered prior to essure), depression (not recovered prior to essure) and fatigue (recovered prior to essure). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), pelvic pain ("pain"), back pain ("lower back pain /back pain"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), vaginal discharge ("vaginal discharge"), urticaria ("hives"), migraine ("migraines"), anxiety ("psychological / psychiatric problems (extreme anxiety)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological / psychiatric problems (depression)") and headache ("headaches"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). In (B)(6) 2016, the patient experienced adenomyosis (seriousness criterion medically significant) and pelvic adhesions ("pelvic adhesions"). In 2016, the patient experienced dental caries ("dental problems (tooth decay)"). In 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: rashes"). The patient was treated with cilest (sprintec), ketorolac tromethamine, surgery (total laparoscopic. Hysterectomy with bilateral salpingectomy.), surgery (total laparoscopic. Hysterectomy with bilateral salpingectomy.), surgery (total laparoscopic. Hysterectomy with bilateral salpingectomy.), surgery (total laparoscopic. Hysterectomy with bilateral salpingectomy.) And surgery (of surgery: laparoscopy with lysis of adhesions,). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, adenomyosis, vaginal haemorrhage, back pain, vaginal infection, vaginal discharge, procedural pain, rash, urticaria, migraine, fatigue, weight increased, alopecia, headache and pelvic adhesions had resolved, the pelvic pain and abdominal pain outcome was unknown and the anxiety, depression and dental caries had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, procedural pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: removal details : total laparoscopic hysterectomy with bilateral salpingectomy. Diagnostic results: current weight 190 lbs. Approximate weight at the time of essure placement: 165 lbs. (B)(6) 2016 normal uterus, although it was soft and compressible, consistent with adenomyosis. Normal fallopian tubes bilaterally. Both tubes were completely normal with no evidence of perforation from essure inserts. The right ovary had a corpus luteum cyst on it and the ovary was adherent to the pelvic sidewall by a thin band of adhesion that prevented the ovary from moving freely. (B)(6) 2016 adenomyosis and band of adhesion from right ovary to sidewall. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, adenomyosis, pelvic adhesions, procedural pain. Most recent follow-up information incorporated above includes: on 31-may-2018: plaintiff fact sheet and medical records. Added new reporters. Added patient's details ( date of birth, height and ethnicity). Added relevant history, lab data and relevant tests.added events : menorrhagia, dental caries, dysmenorrhoea, back pain, vaginal discharge, urticaria, adenomyosis, pelvic adhesions. Updated onset date for vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, depression, abdominal pain lower, back pain, vaginal infection, weight increased. Updated event mental disorder to depression and anxiety. Updated events' outcomes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), back pain ("lower back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), mental disorder ("psychological / psychiatric problems"), fatigue ("fatigue"), weight increased ("weight gain"), rash ("rashes"), vaginal infection ("vaginal infection") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the abdominal pain lower, vaginal haemorrhage, back pain, dyspareunia, migraine, mental disorder, fatigue, weight increased, rash, vaginal infection, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, mental disorder, migraine, procedural pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, consumer's symptoms were mostly resolved (unspecified). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.